Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device finds the larger press-fit busing is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported to jnj representative by (B)(6) staff. Not linked to an operative case. Attune shims have deep fine cracks in plastic. (B)(6) will not accept for processing. Sz 4 liner trial has a crack in plastic at insert removal site. Sz 8 liner trial has a broken off peg on bottom surface. Complaint description: update 7/17/2018: examination of the returned device finds the larger press-fit bushing is missing. A crack around the missing bushing was noted.